Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The traveler rx is currently not commercially available in the united states; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a concentric lesion in the 75% stenosed, mildly calcified, heavily tortuous, left anterior descending coronary artery below the bifurcation. A 3.0x15mm traveler rx balloon dilatation catheter (bdc) was used to dilate the lesion, but deflation took a long time. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The deflation times were measured and met manufacturing specification. The balloon deflated flat each time;thus, the deflation issue could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported deflation difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30 day medwatch report the following information was received: deflation was slow and the balloon did not fully deflate.